Manufacturer narrative:
Film evaluation results are: the exact cause of the endoanchor break during implant procedure could not be conclusively determined from the three images provided. The pre-implant films, anatomy information, and additional films during implant procedure were not provided. It is likely the endoanchor failed due to encountering resistance (potentially in an area of calcification) which imposed excessive torque on the endoanchor, leading to a fracture.

Event description:
Aptus endoanchors were implanted as a prophylactic during an endovascular treatment of an 8.5 cm in diameter abdominal aortic aneurysm. The aptus endoanchors were implanted used with a medtronic stent graft. There was a large amount of calcium that was higher than expected on approximately one third of the aortic wall. It was reported that, during the index procedure, seven endoanchors were successfully implanted but one of the endoanchors required repeated attempts to deploy. An angiogram revealed that one of the endoanchors had fractured. It was unknown whether the endoanchor that required repeated attempt was the endoanchor that had fractured. Half of the endoanchor remained fixed to the stent graft and the other half was successfully retrieved. Per the physician the cause of the event was unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, no eval explain code. If information is provided in the future, a supplemental report will be issued.